Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/24/2024, a facility representative via (B)(4) reported that an ar-13999mf fastpass scorpion was not working, and no further information was provided. The case was completed using another fastpass scorpion from the peel pack, and the sterile processing department confirmed the device's malfunction. This was discovered during a shoulder arthroscopy procedure on (B)(6) 2024, with no reported patient harm. Additional information was provided on 5/2/2024: ar-13999mf fastpass scorpion's working end was not holding the suture. Nothing broke inside the patient, and no delay or adverse effects on the patient were reported.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-13999mf fastpass scorpion batch number: 67027 was received for evaluation. Visual inspection noted that the device had wear and tear, the palm was scratched and discolored and the laser markings were faded. The most likely cause for this can be attributed to wear and tear. Functional testing was performed by inserting an ar-13995n scorpion needle batch number: 10652647 into the complaint device and loading a suture to pass through a suture practice pad. Functional testing revealed that the device functions as intended.